Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficult removing from the anatomy (clip interfered with the anterior leaflet). The patient effect of tissue injury appears to be related to procedural condition. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report during grasping the clip interfered with the anterior leaflet and when the clip was freed and positioned in the left ventricle, the clip ruptured chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. However, during grasping the clip interfered with the anterior leaflet and when the clip was freed and positioned in the left ventricle, the clip ruptured chordae. The clip was deployed at the desired location on the leaflets, reducing mr to 1. No additional information was provided.